Manufacturer narrative:
Attempts to obtain additional information on this event were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
---

Event description:
Boston scientific received information from a clinical study that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to erosion and subsequent risk of infection. There were no additional adverse effects reported. It is unknown if the subsequent electrode was also explanted or remains implanted.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information become available, this report will be updated.